Event description:
The customer stated that she had been in the hospital for 3 weeks. While there, her blood glucose was tested using her meter and the hospital meter. On one occasion, the hospital meter read 98 mg/dl, and her meter read 45 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. A check strip was to be sent to the customer for further troubleshooting, so no products will be returned for evaluation at this time.